Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte yel 24ga x 0.75in leaked which cause the needle tip to come out. This occurred on 2 occasions. The following information was provided by the initial reporter: the plastic covering the needle has leaked causing the tip of the needle to come out. The doctor cannot perform the procedure.

Event description:
It was reported that insyte yel 24ga x 0.75in leaked which cause the needle tip to come out. This occurred on 2 occasions. The following information was provided by the initial reporter: the plastic covering the needle has leaked causing the tip of the needle to come out. The doctor cannot perform the procedure.

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, it was observed that the product was used however the team was unable to observe damage on the catheter as the photo was unclear. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.